Manufacturer narrative:
The return device analysis did not confirm the reported retraction problem. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a cause for the reported retraction problem could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.h6. Reported device code was changed from 3026 to 1536, which makes the event not reportable.

Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with grade 4+. The first clip delivery system cds) was advanced to the mitral valve and clip was implanted at a2/p2. A second cds was advanced to further reduce mr and the clip was placed just medial to the first clip. There was not much height from the transseptal puncture, so the a-knob and m-knob to steer down. However, when both knobs were used, the cds was unable to fully retract to ensure proper grasping; therefore, the cds was removed. A new cds was placed successfully and the clip was implanted. Two clips implanted, reducing mr to 1-2. After the case, they replicated the issue with the cds on the back table with the same results. When both a-knob and m-knob were turned at least ¾, the cds does not come back completely. When struggling with height above the valve, these millimeters can make a difference. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.